Manufacturer narrative:
Citation: maeno et al. Relation between left ventricular outflow tract calcium and mortality following transcatheter aortic valve implantation. Am j cardiol. 2017 dec 1;120(11):2017-2024. Doi: 10.1016/j.amjcard.2017.08.018. Epub 2017 aug 25. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding left ventricular outflow tract (lvot) calcium on 2-year mortality after transcatheter aortic valve implant (tavi). All data were collected from multiple centers between january 2013 and december 2014. The study population included 617 patients (predominantly male; mean age 83 years), 72 of which were implanted with medtronic corevalve bioprosthesis (serial numbers not provided). Among all patients, 14 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: paravalvular leak (pvl), stroke/transient ischemic attack (tia), myocardial infarction (mi), left bundle branch block (lbbb), arrhythmia requiring permanent pacemaker, valve embolism, aortic annulus injury, bleeding events, and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.